Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported an alarm and device message that recommended replacement of the backup battery. There was no patient involvement, no delay to patient therapy, and no patient harm. The service engineer identified a continuous-built-in-test battery failure in the event log, which allowed him to verify the battery had failed. The battery was older than it's expected life of five years. The field service engineer replaced the battery, confirmed device functionality, and returned the unit to the customer for clinical use.